Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two proglide devices after a left superficial femoral artery (sfa) interventional procedure. Reportedly, a cuff miss occurred with both proglide devices. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers. E1: correction of initial reporter (physicians name).

Event description:
Subsequent to previously filed medwatch report, additional information was received: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using proglide devices after a left superficial femoral artery (sfa) interventional procedure. Reportedly, a cuff miss occurred with three proglide devices. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.